Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump's channel was not functioning. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, power on self-test, and a review of the alarm log were performed. During device evaluation a blue slide clamp was found to be inserted in the channel, preventing it from functioning. To correct the issue, the blue slide clamp was removed. The device was found to meet functional specification. Flo-gard dual channel volumetric infusion pump operator's manual provides instructions on how to remove the set from the pump. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.